Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not rotate, the coupling head was worn and the article labeling was scratched off. Therefore, the reported condition was confirmed. It was further determined that the electric motor was corroded. The assignable root cause was determined to be due to improper cleaning/ care. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as may 13, 2009 in the initial report. The device manufacture date has been updated as jul 13, 2006. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a training session, it was discovered that the small battery drive device would not run. The event was not reported to have occurred during surgery. There were no delays to a planned surgical procedure. A spare device was not available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.